Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported they were unable to find the device. There was no trauma or falls related to the issue. The patient stated she hadn't had any problem until about a week prior to the call on (B)(6). The patient stated they were sitting and then went to stand and started having a lot of pain all through the lower pelvic region. The patient noted it didn't feel like a bladder infection because it was burning and throbbing and they had checked with their healthcare professional (hcp) and they didn't have a bladder infection. The patient stated it didn't burn or pinch when she urinated. The patient stated they knew it wasn't a bladder infection and they took cefalin that they had, which was a medication for a bladder infection, but that didn't help. It was noted the patient concluded that she did not have a bladder infection and had not seen an hcp. The patient stated she never changed anything, but it was pulsing continuously nonstop and if they sat and stood they had to grab on to something or use a walker and if they stood for any length of time the pain was unbearable. The patient noted the continuous pulsation started about a week prior to the call. The patient noted they used the controller to turn the stimulation off until she could see an hcp. The patient was seeing ¿unable to find a device¿ and saw that like 4 days prior to the call. The patient noted they took the batteries out and it was still saying unable to find device. Additional information from the patient on (B)(6) reported they wanted to turn stimulation down or off but was unable to do so with the trial controller that she was given to her when she was in the hospital at implant. The patient noted they had not had to use it much, but it was successful to use it a year prior. The patient stated they didn't have the faintest idea why it was happening. The patient stated it had to be a malfunction in the device, it turned itself on pulsating and very sharp, hurting her then turned off and then 4-5 hours later turned back on again and then off. The patient stated this weekend it was permanently turned on and would not shut off, the pain in her lower groin that went across was unbearable and that was why she couldn't walk, she was sitting down and when she stood up she had to lean on a table and stand there 4-5 minutes. The patient noted her neighbor gave her a walker to use. The patient noted she felt it across the whole groin into the issue and muscle on both sides of her inner thigh, the whole area. The patient noted when she laid down in bed at night it did not hurt and when she sat up in her bed that was when it hurt. There was no reported of out of box failure. The patient noted her hcp was over an hour away and it took 7-10 days to start working with a new hcp. Additional information from the patient on (B)(6) reported her unit was broken and she needed assistance. It was also noted on (B)(6) the device would not interrogate. Additional information reported it was unclear after the call what patient programmer the patient had, but after the call it was determined the patient had a trial controller. There were no further complications that have been reported as a result of this event.